Event description:
During baxter's evaluation of a spectrum pump, a delay in keypad activation as noted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter's and an evaluation was performed. The evaluation confirmed and reproduced the delayed keypad activation caused by a failed processor printed circuit board. The processor printed circuit board was replaced.